Event description:
Product reference number: 2017865-2025-16915. It was reported that the patient presented at clinic for a right ventricular (rv) lead explant procedure due to high pacing impedance. During the procedure, the rv lead could not be disconnected because of damage sustained during laser extraction on (B)(6) 2025. Additionally, the right atrial (ra) lead was damaged during the extraction attempt. Both leads were successfully replaced on (B)(6) 2025. The patient was stable.